Manufacturer narrative:
The device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the reported clinical observation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient co-morbidities may have contributed to calcification of the bioprosthetic valve. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Further investigation revealed the device was explanted due to severe aortic stenosis and high aortic mean gradient. Calcification was observed on all three leaflets of the bioprosthetic valve. The explanted device was replaced with a pericardial valve. There were no reported adverse patient effects post-operation.